Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside. She went to her gynecologist and had a vaginal exam where tampon pieces were found and removed. She followed up with her gynecologist. She did not have any unusual symptoms and was feeling fine.